Event description:
It was reported that about a week the patient started noticing it that her bladder was falling out. The patient went to the emergency room (ER) where they told her it was her bladder falling out. ER doctor instructed patient to follow up with her managing health care provider (hcp). The patient also stated her implantable neurostimulator device was supposed to hold her bladder up. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0mnbg, implanted: (B)(6) 2014, product type lead; product ID neu_un known_prog, serial # unknown, product type programmer, physician. (B)(4).